Event description:
It was reported that the user experienced hypoglycemia after receiving multiple algorithm-driven correction doses earlier in the morning and then consuming coffee, with recorded blood glucose values as low as 52 mg/dl. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and a transfer to a clinician for further education, with additional training assigned. Investigation included customer support review of dosing history and escalation to a clinician for assessment and troubleshooting. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear despite review of algorithm corrections. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.